Manufacturer narrative:
Problem code of 2907 captures the reportable event of carrier detachment. The voluntary user medwatch numbers are (B)(4). An assessment of the returned capio device revealed that the carrier was broken from the base section, consequently confirming the reported complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the available information, the investigation concluded that the most probable cause for this event is cause not established. An investigation is in place to address the issue of 'carrier broken'.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that two opc capio devices were used during a transvaginal sling, reinforce pelvic floor with graft and vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first device "retractable hook" (capio carrier) broke off outside the patient. The same issue occurred on the second device. The procedure was completed with another opc capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The voluntary user medwatch numbers are 0505030000-2019-8001. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that two opc capio devices were used during a transvaginal sling, reinforce pelvic floor with graft and vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first device "retractable hook" (capio carrier) broke off outside the patient. The same issue occurred on the second device. The procedure was completed with another opc capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.